Event description:
The customer reported that the insulin pump had keypad anomaly. Customer's blood glucose was 154 mg/dl. Customer stated that she was trying to bolus and the numbers kept scrolling. She took the battery out and replaced it but the buttons were not working. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button due to corroded keypad traces. No display ramping on its own anomaly. Insulin pump received with cracked case at display window corners, reservoir tube lip and missing end cap sticker.